Manufacturer narrative:
Device evaluated by MFR: the returned product was received with a piece of the distal tip missing. The missing distal tip is at approximately 36.1cm away from the inconnel tube. Approximately 1.25 - 1.88cm of the distal end of the wire is missing. Scan electron microscope (sem) examination of the fracture surface revealed the presence of equiaxed dimple ruptures in a tensional direction and ductile fatigue was noted. No material anomalies were observed. The fracture surface was caused by a tensional type overload and ductile fatigue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that a 2.5/15mm non bsc stent was implanted in the 90% stenosed left anterior descending artery (lad), prior to discovering the guide wire tip had detached. The wire fragment remains in the distal lad. No attempts to remove the wire fragment were performed nor future attempts scheduled.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the wire was broken. The target lesion was located in the mid left anterior descending artery. Angioplasty was performed successfully with an unspecified device. Upon removal of the pt2 moderate support j-tip guide wire, it was noted the tip had separated inside the patient's distal left anterior descending artery. The wire fragment is approximately 16mm. There were no additional patient complications reported and the patient's condition is reported as 'stable'. Additional information has been requested and has not been received.

Manufacturer narrative:
(B) (4).